Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The guide wire is being retained by the hospital facility. If the wire is returned to csi, an analysis will be performed and a supplemental report will be submitted. (B)(4).

Event description:
A coronary viperwire guide wire was inserted into the obtuse marginal and the radiopaque tip was located in an acute bend. Atherectomy treatment was performed with no issue, following which balloon angioplasty and stent placement were performed over the viperwire. When the wire was removed, the tip of the wire contacted the stent and fractured, remaining inside the stent. The fragment was removed with a snare.